Event description:
A 42 yo female had an hydrothermal endometrial ablation due to her abnormal uterine bleeding. The patient had a 2 x 1 cm 3rd degree burn noted at the right labia base. She has had a wound care consult and will need surgery at some point to repair scar formation, etc.